Manufacturer narrative:
Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that shaft of the catheter was cut off at about 9cm from the tip however the catheter tip appears to be in good normal condition. Investigation is still in progress. A supplemental report on device evaluation will be submitted.(B)(4).

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported after an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the catheter tip was found to be damaged. The case was completed without any patient consequence. Multiple attempts were done to request for further details of the event. However no additional information has been provided. There is no confirmation that any internal component of the catheter was exposed or any evidence that the integrity of the catheter has been compromised. However, bwi takes conservative approach and reports this event.

Manufacturer narrative:
(B)(4). It was reported after an atrioventricular nodal reentrant tachycardia (avnrt) procedure, the catheter tip was found to be damaged. The case was completed without any patient consequence. Upon received it was notice that the tip separated from the catheter. The shaft was cut off about 9 cm from the tip both ends have metal exposed. Sem results show that the body external surface presented evidence of elongation at the surroundings of the separation. Stretching/pulling could have been related to these separation characteristics. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. It is unlikely this damage happen during manufacturing due the damage reported. According to the sem results this condition could happen during pulling out the catheter. However this cannot be conclusive determinates. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint has been confirmed.